Event description:
It was reported that on (B)(6) 2011, the patient presented to the hospital experiencing -funny feeling in her chest and a thumping sensation-. The pacing was changed and the patient immediately felt better. On (B)(6) 2011 a CT scan exhibited the patient had a left hemothorax. The lead perforated the patient and was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.